Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; hence the device manufacturer date is also unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that approximately two months prior to calling customer service on (B)(6) 2014 his adc blood glucose meter had a blank screen issue. Caller further reported that on (B)(6) 2014 customer experienced "frequent urination, "dizziness", and "could not stand", was "thirsty and sweating" and was sleeping all the time. Customer self-treated with insulin and then called the paramedics who transported him to a local healthcare facility. At the hospital a reading of 580 mg/dl was received on an unspecified hospital device and he was diagnosed with hyperglycemia. Customer was treated with additional insulin. There was no report of death or permanent injury associated with this event.